Manufacturer narrative:
H.6. Investigation: sample and photo representation was provided. The issue was confirmed and there was missing lids with sample not packaged according to specification however we could not confirm the root cause. A review of the device history record (DHR) for the reported lot was performed and there were no issues found for missing lids during the manufacturing process of the reported lot. A review of non-conforming material report (ncmr) was performed for the last twelve months and did not identify any nonconformance. As corrective action a weighing system has already been implemented for this container manufacturing process to ensure the correct quantity of pieces per box before shipping. All weight checks for this lot appear to have met requirements at the time of manufacturing. The root cause is unknown. The lids could be misplaced, or an error occurred by a 3rd party if repackaging for distribution. It was noticed that this material was sold by a distributor (henry schein). This complaint may have occurred from a partial sale sold by the distributor. Additional information is needed about the handling and storage by the distributor facility to rule out that the issue was not due to incorrect handling or a partial sale. Based on these findings, our investigation is inconclusive.

Event description:
It was reported that sharps coll chemo 17gal yellow lid was missing. The following information was provided by the initial reporter: material no.: 305614 batch no.: 0205920 it was reported the lids are missing.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(4). Medical device expiration date: na. The customer's address is unknown. (B)(6) USA has been used as a default. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that sharps coll chemo 17gal yellow lid was missing. The following information was provided by the initial reporter: material no.: 305614 batch no.: 0205920. It was reported the lids are missing.